Event description:
A vns programming physician reported that his dell x50 handheld computer would not turn on. It was plugged into the charger and it had been charging for over 5 minutes, but still would not power on, even with the handheld plugged in. The lock switch was in the "unlocked" position. The screen was completely black, not just a dim image. A hard reset was attempted, but could not be performed, and the screen still remained black. The handheld has been returned and analysis completion is pending.

Event description:
An analysis was performed on the returned handheld and a cause for the reported allegation was identified. During the analysis it was verified that the handheld would not power on the cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. No further anomalies were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.